Event description:
Caller alleged discrepant inr results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 7.3; lab inr: 2.4. The time between testing was 20 minutes. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.